Event description:
It was reported that the insulin gauge was inaccurate. Customer did not complete the air removal step, customer technical support educated customer regarding the removal of air from the cartridges. Customer continued using the same cartridge. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.